Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 535-536 mg/dl with moderate ketone levels; cause was not known. Customer administered a manual injection to address bg level. A pump system check was performed and confirmed pump functioned as intended at the time of event. Recommendation was made to consult with a healthcare provider to discuss diabetes management.